Event description:
The lay user/patient contacted lifescan on may 16, 2007 regarding her one touch ultra meter. The medical affairs specialist was unable to reach the patient via phone after several attempts. A letter was sent to the address provided. It was discovered during troubleshooting that the patient was accessing the memory instead of the test mode (use error). The patient reported that she almost passed out and required assistance from the emergency services. The paramedics' meter result was 23 mg/dl and she was placed on IV glucose. At the time of troubleshooting, it was verified that this was not a new product. The patient was walked through resolving the issue and it was resolved. Although there is insufficient information regarding events leading to the alleged adverse event and the duration of the alleged issue with the meter, this complaint is reported because the patient claimed she "almost passed out" and was treated for hypoglycemia by the emergency services.